Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Two devices were received for evaluation; 1 event was confirmed during testing. One device was found to be affected by wear. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device overheated. One event had patient involvement with no patient impact. Two reported events had no known patient involvement or patient impact.